Manufacturer narrative:
Pc-(B)(4). Batch # unk. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure that the device was fully connect, dialed down in the green zone but when attempting to fire the device did not function. A second device was opened and connected to the existing anvil to complete the firing sequence. Leak check was preformed with no leaks detected and two complete droughts were observed. There were no adverse consequences for the patient.